Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 30 months ago. Vessel morphology was reported as disease progression, dilatation of the aortic neck and moderate aortic neck angulation. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that the stent graft has migrated into the aneurysm sac with the presence of a proximal type 1 endoleak. The stent graft migration was attributed to the disease progression, dilatation of the aortic neck and moderate aortic neck angulation. An intervention with a talent aortic cuff is planned. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation codes, results: disease progression, dilatation of the aortic neck and moderate aortic neck angulation. Migration, endoleak. Conclusion: disease progression, dilatation of the aortic neck and moderate aortic neck angulation. (Second intervention).